Event description:
It was reported that during a follow up the physician has found several vt episodes with inappropriate atp therapies and one inappropriate shock. According to him these were svt episodes. He had decided to change nothing and to improve the opt. The patient medical condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.